Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: cyst: unable to observe since it is not related to the device. Rupture: not observed. Additional observations: no other observation observed on the device. No further actions are required as the device was implanted.

Event description:
Patient called to report a left side "leak". Device has been explanted and replaced.

Event description:
Patient called to report a left side "leak". Device remains implanted. Healthcare professional confirmed leak, the device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, g2, h6.

Event description:
Device has been explanted and replaced.

Event description:
Patient called to report a left side "leak". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.